Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter would not pass blood glucose results to her medtronic pump. The complaint was classified based on the customer service representative (csr) documentation. The patient was unsure exactly when the meter issue began, but stated that it was sometime in (B)(6) 2016/(B)(6) 2017. The patient is on insulin pump therapy. The patient denied making any changes to her usual diabetes management regimen in response to the alleged meter issue. "Within a week" of the start of the meter issue the patient stated that she developed the symptoms of "sweating" and "shaking". The patient denied receiving any treatment in response to the symptoms. During troubleshooting the csr was able to resolve the issue; the meter was incapable of passing results to the medtronic pump. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.